Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the cutting wire of truetome 44 broke while cutting. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the distal section of the cutting wire including the wire anchor was detached from the device. The detached section of the cutting wire was also kinked. The device, including the detached section, was observed under magnification and one end of the cutting wire was blackened, and the distal end of the working length was torn. The dimensional inspection and functional evaluation were not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire including the wire anchor was detached from the device, one end of the cutting wire was blackened, and the distal end of the working length was torn. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to a peak of voltage or if the device was not in contact with the tissue when it was energized. The tear found in the distal end of the working length possibly occurred during manipulation of the device or due to the interaction with the endoscope and/or with other devices. Based on all gathered information, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): block b5: the resolution or the procedure outcome has been corrected from different device to another of the same device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of truetome 44 broke while cutting. No part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.